Manufacturer narrative:
A patient experienced inadequate low back or right-side coverage was reported to abbott. X-ray imaging indicated the patient's leads had migrated. As a result, the patient's leads were explanted, replaced, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-05506. It was reported that patient was experiencing inadequate low back or right-side coverage. X-ray imaging was undertaken indicating that the patient's leads had migrated laterally and were far left sided. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.